Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a possible problem with the implantable neurostimulator (ins); it was not working since the patient had a fall. It was noted that the doctor reported the patient had multiple falls.

Event description:
It was reported that the day prior to the report the patient didn¿t feel like the implantable neurostimulator (ins) was on. The last time she recharged it was o.k. And the last successful recharging session was two weeks prior to the report (her recharge interval was about every two weeks). It was noted the patient had a few forward facing falls since implant, maybe four times, and most recently fell the day prior to the report. Her leg was swollen and the area around her left foot hurt; there were no nerve issues, just her heel and ankle were swollen. The patient used the recharger and was getting the reposition antenna screen and the patient programmer (pp) was giving the poor communication screen. It was reviewed how to reposition the antenna and to use the antenna locate feature and the patient was able to go from 38 to 50. Upon completion of the antenna locate (al) the patient stated she saw an information power on reset (por) and ¿call your doctor.¿ the por was cleared on the recharger. It was reviewed with the patient that since it was an informational por it could be cleared and it was reviewed the patient the causes of the por were due to the fall and mammography the patient had as well as being at the hospital once a week. The batteries were changed on the pp and the patient still saw the change the pp batteries screen. The patient called back once they got new batteries and the screen was no longer showing the change the pp batteries screen, but was showing poor communication both with and without the antenna. The patient further reported that since the fall the ins seemed to be on its side, it wasn¿t flat like it used to be. It was reviewed the ins could potentially have been flipped over and that if it was the pp, recharger, and clinician programmer wouldn¿t be able to communicate with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).